Manufacturer narrative:
See h6: pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 20: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the pump pocket location was uncomfortable. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostic/ troubleshooting was performed. The actions and interventions taken to resolve the issue was a revision was planned by the physician and scheduled for (B)(6) 2024. The issue was not resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) and manufacturer representative (rep) indicated that the patient expressed to them that he had been getting extremely sleepy from the pump. The patient stated that it also did not relieve the pain as well as he thought it would. He opted instead of a repositioning to have the pump explanted. The rep stated that the pump would be sent back to medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.